Manufacturer narrative:
(B)(4) date sent: 7/2/1016 b3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # 545d01. Investigation summary the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned reload. Visual analysis of the returned sample determined that one sr75 reload (c) was received with the gripping surface from right side was noted to be damaged making the reload nonfunctional, also the reload had the proximal 1 driver up and the remaining drivers down with staples present and a swing tab in the locked position. In addition, an opened package was received along with the device. No functional testing was performed due to the condition of the reload. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Also, the condition the gripping surface reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and proper loading. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 545d01, and no non-conformances were identified. Additional information was requested and the following was obtained: 1. Please provide more details about the device quality issue ¿ dr claims that the device did not fire in a new gun. All 3 reloads did not fire in a new gun. 2. Did the device lock-out (no staples deployed and no cut line started)? ¿ yes, no staples deployed 3. Or did the device start to deploy staples and cut but could not be completed? - no 4. Were any staples delivered into the tissue at all? - no 5. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? ¿ no staples formed 6. Were there staples missing from the staple line (staples not present/visible on any portion of the staple line)? No 7. Did the device cut the tissue? No 8. If the device cut, was the cut line complete? No 9. How was the issue addressed? Another new cartridge was used 10. Was there a patient consequence? If yes, how was the issue addressed? No 11. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, 3 sr75 cartridges were not working. All 3 were of the same batch. No patient consequences were not reported.